Manufacturer narrative:
Age at time of event:18 years or older. Device evaluated by manufacturer: the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous left superficial femoral artery. The 5.0mm x 60/135 sterling monorail balloon catheter was advanced to the target lesion. On the first inflation the balloon reached 8atms and ruptured. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's current condition is good.